Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes, bilateral: focal chronic inflammation'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (in 2010 and 2014), dysmenorrhea and dyspareunia. Concomitant products included venlafaxine hydrochloride (effexor sr). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (blood transfusion and ablation in 2016, hysterectomy (uterus and cervix removed), salpingectomy (bilateral) and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and adnexa uteri pain outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: left: one coil in the uterine cavity, right: four coils in the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-jan-2015: total bilateral occlusion (both tubes are blocked). Batch no: c76456, production date: 2014-07-16, expiration date: 2017-07-31, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, medical history, rcc note added. Event: fallopian tubes, bilateral: focal chronic inflammation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes, bilateral: focal chronic inflammation'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (in 2010 and 2014), dysmenorrhea and dyspareunia. Concomitant products included venlafaxine hydrochloride (effexor sr). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (blood transfusion and ablation in 2016, hysterectomy (uterus and cervix removed), salpingectomy (bilateral) and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage and adnexa uteri pain outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: left: one coil in the uterine cavity, right: four coils in the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (both tubes are blocked). Batch no c76456, production date 2014-07-16, expiration date 2017-07-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (in 2010 and 2014). Concomitant products included venlafaxine hydrochloride (effexor sr). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (blood transfusion and ablation in 2016 and hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (both tubes are blocked). Batch no c76456 production date 2014-07-16 expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (in 2010 and 2014). Concomitant products included venlafaxine hydrochloride (effexor sr). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (blood transfusion and ablation in 2016 and hysterectomy (uterus and cervix removed), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (both tubes are blocked). Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: new events added- abnormal bleeding (vaginal) and ovary pain. Lot number added. Ablation added as treatment. Lab data updated. Medical history and concomitant drug added. Fu 2 and fu 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with blood transfusion and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: (unspecified) test bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ pelvic pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding) and abdominal pain¿. Reporter¿s information, demographics, lab data, essure insertion/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.